Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was very short. It was reported that insulin pump began to have a constant tone. When battery was changed, insulin pump experienced a blank screen display. Insulin pump also received a spanish anomaly alarm and an unexpected restart alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that battery cap would be replaced.